Manufacturer narrative:
Eval code-conclusion (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified coring/tearing/cuts in the cup of the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event. There were no further complications reported at this time.